Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a tumor removal procedure the surgeon was using a corecath device and hit the patient's pulmonary artery, causing the patient to go into cardiac arrest. An emergent transfusion was needed as well as CPR. The surgery was aborted. The next day the surgeon went back in with a scope, but the patient started bleeding out and ended up needing their lung removed. The patient current state was unknown. The corecath was discarded by the site. Additional information received from the rep reported they were unable to gather any additional details at this time and not allowed access to the hospital due to covid-19. The rep further clarified that only 1 procedure was performed on the patient with the corecath device, not 2.